Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/7/04, the pt contacted lifescan and reported that her one touch ultra meter kept displaying the error 4 message. There was no allegation of harm or serious injury. Based on the info provided, the pt's testing technique was correct. The condition of the test strips was also good. She was asked to retest during troubleshooting, but the issue persisted and the error 4 message appeared on the display. She did not receive any medical attention or treatment due to this issue. There is no info to suggest that the pt experienced injury due to the meter. However, there is indication that the product malfunctioned. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.